Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a 65-year-old male underwent elective impella placement with a pre support clinical state consistent with scai shock stage d. Upon leaving the or, the patient was noted to have red tinged urine. In response, md reduced the pump level and contacted dr. Chehab for echocardiographic evaluation and repositioning in the ICU. On arrival to the ICU on (B)(6) 2024, the impella alarm ¿impella position unknown¿ was active, and the motor current waveform appeared flat with decoupled signals. Echocardiography demonstrated a shallow position, measuring 3.6 cm from the aortic annulus. The device was subsequently repositioned to 5.0 cm, with improved hemodynamics. After volume resuscitation due to hypovolemia, urine output improved and appeared clear yellow the reported events were associated with impella positioning and hemodynamic stabilization requirements. Device performance returned to expected function after repositioning, and the patient progressed to successful explant without further adverse device related outcomes. (B)(6) 2026.

Manufacturer narrative:
Additional information has been provided in b5 and h6. This report is submitted as a follow up to provide additional information obtained after the initial MDR submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional event information states that the pump was repositioned and p level was increased to p6.

Event description:
A 65 year old male underwent elective impella placement with a pre support clinical state consistent with scai shock stage d. Upon leaving the operating room, the patient was noted to have red tinged urine. In response, physician reduced the pump level and contacted physician for echocardiographic evaluation and repositioning in the ICU. On arrival to the ICU on (B)(6) 2024, the impella alarm ¿impella position unknown¿ was active, and the motor current waveform appeared flat with decoupled signals. Echocardiography demonstrated a shallow position, measuring 3.6 cm from the aortic annulus. The device was subsequently repositioned to 5.0cm, with improved hemodynamics. After volume resuscitation due to hypovolemia, urine output improved and appeared clear yellow the reported events were associated with impella positioning and hemodynamic stabilization requirements. Device performance returned to expected function after repositioning, and the patient progressed to successful explant without further adverse device related outcomes.

Manufacturer narrative:
B5 revised to remove hpi. Complaint coding was updated to better reflect the reported event. Consequently, section h6 health effect impact codes and medical device problem codes were updated/corrected and repopulated accordingly.